Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was worn for less than 1 hour and no adverse patient impact was reported.

Manufacturer narrative:
The device was received with the needle deployed. Investigations showed no evidence for the needle not to be deployed. The formed needle was found to be bent. It could not be determined what caused this damage and when it occurred. The download data showed no timeouts or drive stalls. The data showed that the pod completed both priming sequences with an expected number of pulses in each sequence before being deactivated by the user. Though no issues were observed with the needle mechanism, it could not be conclusively determined when the device deployed. The exact cause of the reported needle mechanism failure could not be determined.